Event description:
A radiologist reported that an anchor guide had been placed in a pt's breast during a lesion localization procedure. During the subsequent surgical biopsy of the suspected lesion, the surgeon performing the biopsy noted upon removal of the biopsy tissue that some of the wires had become detached from the shaft, and remained in the pt's breast. The surgeon was able to retrieve the wires from the pt's breast during the biopsy procedure. There was no pt adverse effect.